Event description:
It was reported that the programmer incurred an error when trying to interrogate a device. Further investigation by technical services indicated that the 2090 service diskette will need to run on the programmer. The client was directed to call the sales representative to run the service diskette on the programmer. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.